Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Regarding the sales order and the available information , there was no impact on the anchoring plate and only one reference and lot number was invoiced which mean that the same device still implanted. According to the IFU it's not recommended to not use the device upon removal even it appear intact. The investigation found no evidence on a device issue. The root cause of breakage remain undetermined. If additional information was received that allow to draw a conclusion for this case, another report will be sent. Device not returned.

Event description:
Roi-c: cage broke during surgery. It is reported that the cage broke during implant, then the surgeon took out the broken one and use another cage to complete the surgery,10 minutes delay caused. No patient impact was reported. Update on august 31th 2018: the patient is in good condition, the cage broke during the insertion of anchoring plate. Update on november 26th 2018: more information has been requested about the case and the reporter can't provide more details about the case. The anchoring plate didn't broke, only the cage. Another cage has been used (reference: mc1341p, lot: 58309c123). Patient bones are normal. The issue occurred for implantation of the first anchor and not the second. Sale order has been provided. Reference of the anchoring plate has been provided (mc1005t lot: 701437c13).